Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of a needle anomaly. The customer's blood glucose reading was unknown. The customer stated that the sensor needle broke off before she could use it. The customer also received lost sensor alarm. The customer declined to troubleshoot for lost sensor. The product was not returned for analysis.